Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'at end of infusion no audible alarm is heard from pump' could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had no audible alarm that was heard at the end of an infusion of propofol (dose, programmed amount and delivery rate unknown). The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.